Event description:
(B)(4) MDR - this lead was implanted with good numbers, but since then the values have been heavily fluctuating. Sensing threshold are 4.8 mv min and 5.1 v / 1.5 ms (bp) or up 4.5 v/1.5 ms. Impedance has been consistently 500 ohms. This lead was revised.